Event description:
On 27 sept 2021, neotract was made aware of a patient that had received a successful prostatic urethral lift (pul) on an unspecified day in (B)(6) 2021. It was reported that the patient experienced gross hematuria, and he presented to the ER on (B)(6) 2021. Additional information was received on 30 sept 2021 that the patient was taken to the operating room for blood clot removal and cauterization on (B)(6) 2021 and discharged on (B)(6) 2021. The patient was reported to be doing well.